Event description:
Medtronic received a report that when pipeline flex with shield technology stent opened it looked too big so they went with a different size.  The device was discarded and not used in the patient. Additional information received clarified that when deploying the pipeline it was realized it was way too long. It was believed that they had just gotten the sizing wrong, so they took it out and used a smaller size. It was never believed to be a packaging issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.